Event description:
I wear precision one-day contact lenses from alcon almost every day and have been doing so for around two years now and did not encounter any problems prior. Recently, they have been severely irritating my eyes and causing redness. They also do not stick as well to my eye, and on several occasions now I have had a lens become dislodged from my eye, roll up and end up inside of my upper eyelid. I had to go to an eye doctor to have it examined and removed after it was lodged in my eye for two days and would not come out. I did a google search to see if there was a recall, and there was for the version of my lenses that are for astigmatism (I do not have astigmatism), but alcon claims that my lenses are fine when I try looking up the lot number on their website.